Event description:
While the device was ventilating a pt, a respiratory therapist was in the room and heard an atypical loud pop sound come from the ventilator and then the ventilator stopped functioning. The pt was transferred to another device. The customer could not provide info regarding if the device posted an alarm. No pt injury.